Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: item # 51-107120, stem, lot # 3661685; item # 110017105, shell, lot # 3667674; item # 010000858, liner, lot # 3645923. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05706; 0001825034 - 2018 - 05708; 0001825034 - 2018 - 05709.

Event description:
It was reported that approximately 1 month post implantation, the patient continued to have complaints of drainage after an I&d was performed. Deep aspiration revealed e. Coli infection. Patient thus underwent radical debridement, soft tissue debridement, and insertion of temporary prostalac antibiotic lading spacer, with a two-stage revision, and re-implantation of permanent devices. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative notes received. Revision operative notes stated the cup, head, spacer stem, and cement were removed. G7 cup, liner, delta head and arcos modular stem were implanted. Super cable was used to fix trochanter. No complications noted during procedure. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.